Event description:
New information notes that the device was explanted due to eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received vf therapy for a vt event that successfully converted the patient. Oversensing of wide qrs complex was also observed. Reprogramming changes were made successfully. The patients condition is stable.

Manufacturer narrative:
The implantable cardiac defibrillator exhibited normal device characteristics.